Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: during investigation, there were unexplained pump reboots observed in the black box. The battery compartment was found to be cracked. There was corrosion observed inside the battery compartment. There was no damage found to the returned battery cap. The returned battery cap was able to fit to maintain electrical connection. The test battery cap was used to complete a 24 hr duration test. There were no pump reboots duplicated during this time. A leak test failed with a battery compartment leak. The pump cover was removed and there was no further evidence of moisture observed on the printed circuit board. There was no damage found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.